Manufacturer narrative:
The authorized service provider (asp) replaced the data acquisition (da) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the authorized service provider (asp) on the v60 indicating while servicing the device, it was observed that there was an error code 1127 over-voltage protection (ovp) circuit failed message within the diagnostic event log. Therefore, the data acquisition (da) printed circuit board assembly (pcba) needs to be replaced. It was reported there was no patient involvement at the time the issue was discovered. Device evaluation and repair are pending, and this investigation is ongoing.